Event description:
It was reported that the patients ipg kept flipping in the pocket which caused the leads to migrate and fracture. Surgical intervention took place where the leads were explanted and replaced. Related manufacturer reference number: 3006705815-2023-02494, 3006705815-2023-02496.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.